Event description:
It was reported that the patient underwent two surgeries to treat back and leg pains. The patient underwent a spinal cervical corpectomy surgery wherein the surgeon implanted rhbmp-2/acs. A few days after surgery, the patient began experiencing severe acute back pain. Approximately 2 months post-op, the patient had revision surgery because the implant dislocated. Post-operatively, the patient reportedly has experienced severe chronic pain and discomfort. The patient is unable to perform day to day activities, and is unable to be mobile. Reportedly, the patient's condition and pain has worsened and she has developed permanent, disabling injuries, including but not limited to, excessive/uncontrolled bone growth, severe back/leg pain, hair loss, loss of body equilibrium, and inability to drive. The patient reportedly has nerve compression and severe, chronic, ongoing numbness and pain in the right leg along the anterior thigh, back, and bilateral hands. The patient also allegedly began to experience acute pressure from the inside of her head, blurred vision, discomfort in her neck area, and headaches that last as long as six weeks. Reportedly, the bmp caused bone growth in the surgical site around the nerves in the patient's spine.

Manufacturer narrative:
Implant date: (B)(6) 2010. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.